Event description:
Strattice was utilized in a ventral hernia repair procedure on (B)(6) 2012. It was reported that sutures kept pulling through the tissue during placement. The surgeon noted the "thinness" of the piece, very much unlike others he had used. The device was implanted and not returned to lifecell.

Manufacturer narrative:
Evaluation: review of reported information. Review of device history records for the device. Review of the lifecell complaint management system for any other complaints reported to lifecell against this lot. Results: review of the device history record for lot s11108 resulted in no remarkable findings. Lot s11108 passed all qc release criteria, including suture retention testing and tensile testing. There were no deviations or nonconformances related to the nature of this complaint. As of 10/10/2012, 151 devices were distributed from lot s11108, including 28 devices that were reported as implanted, with no other similar complaints reported to lifecell against this lot. No evaluation was performed since the device remains implanted and was not returned to lifecell. Conclusion: based on the information provided and internal investigation into complaint-related lot s11108, the device met qc release criteria, including suture retention and tensile testing. The product was not returned to lifecell. A root cause for this event could not be determined. There was no serious injury reported with this event. The physician continued to use the device.